Manufacturer narrative:
(B)(4): the "down, ok," up and contrast keys intermittently respond and require excessive force to activate. The keypad was fully intact, with the up, down and ok keypad emblems are worn off. The keypad was removed to investigate and there was visible contamination under all the key contacts.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the down arrow and ok keypad buttons were intermittently unresponsive. The reporter confirmed that the keypad symbols were worn and there were no rips/tears in the keypad. The patient reportedly did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.